Event description:
It was reported that the next day after the implant, the r-waves were fluctuating between 1.9 and 5 mv. The physician decided to reposition the lead. During the lead revision the right ventricular lead was repositioned 3-4 times because the lead impedance was too high and the r-wave measurements weren¿t stable. In the end, the threshold and the impedance values were stable and in a normal range. The r-wave amplitudes were still fluctuating a bit (4 - 6 mv). The physician decided to leave the lead in the last position because it was thought that the fluctuating r-waves might be caused by the patient's heart disease. Follow-up was done and the threshold and impedance were still stable and in a normal range and the r-wave amplitudes were between 5 - 6 mv with some fluctuations. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).